Event description:
"The bloodline leaks right at the 8mm segment seam, past the blood pump, closest to the arterial line. "Further information from fmc marketing identified the problem as either heparin line leak or pump segment leak. Sample is available. Customer has recently converted from medisystems readyset to fmc combiset. 6/12/00 qs spoke with technician at clinic. Location of leak appears to be at the heparin tee connector, as described by technician. The external blood leak was estimated at 30 cc blood loss, without adverse effect to the patient. No leak was seen with priming. Further clinical information has been requested. Complaint sample has been saved and has been requested. Decontamination instructions given to prepare sample for shipping. 6/14/00 qs received questionnaire back from rn with no new information for record.